Manufacturer narrative:
Date sent: 06/11/2007. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during set up for the procedure, the control module received a green cable error (l3-009) during initialization. A second probe was tried, but the error persisted. The customer tried their test probe, but the control module received a green cable error again during initialization. The case was aborted.